Manufacturer narrative:
09-oct-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Pinching - mouth [mouth injury]. Brush is wobbling around - oral-b [device connection issue]. Falling apart/head actually came off - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via phone stated that the oral-b toothbrush head was wobbling around inside of his mouth. It was falling apart. No injury was reported. (B)(6) 2023 follow up via phone: the consumer reported that the concomitant product was an oral-b toothbrush, model 3739. He stated that the oral-b toothbrush head started pinching (his mouth) and it actually came off of the oral-b toothbrush. No serious injury was reported. (B)(6) 2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported. (B)(6) 2023 case update from information initially received on (B)(6) 2023: the suspect product lot was c636. No serious injury was reported.

Event description:
Pinching - mouth [mouth injury]. Brush is wobbling around - oral-b [device connection issue]. Falling apart/head actually came off - oral-b [device breakage]. Case narrative: male consumer via phone stated that the oral-b toothbrush head was wobbling around inside of his mouth. It was falling apart. No injury was reported. On 25-aug-2023 follow up via phone: the consumer reported that the concomitant product was an oral-b toothbrush, model 3739. He stated that the oral-b toothbrush head started pinching (his mouth) and it actually came off of the oral-b toothbrush. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.